Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the non-tortuous, mildly calcified, 90% stenosed, proximal left anterior descending artery. The nc traveler balloon catheter was being used for pre-dilatation of the lesion and was advanced with some resistance felt, to the lesion. On angiography the balloon was not inflated at all. It was believed that the nc traveler balloon had ruptured. A non-abbott balloon catheter was used to complete pre-dilatation followed by stenting of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.